Event description:
It was reported whilst attempting to carry a 15 stone patient down a set of carpeted stairs, the chair appeared to roll down the first step uncontrollably with little braking effect. Staff member had to physically hold chair back holding onto bannister with colleague holding chair at foot end. There was patient involvement but no adverse consequences.

Manufacturer narrative:
The unit was evaluated by the customer. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.